Event description:
Reproducible noise with pacing inhibition was reported on this lead. The patient is pacer dependent. Subclavian crush is suspected. Atrial sensitivity set to 1.0 mv and rv set to 5.0 mv. It is unclear which lead this report is on. The system was extracted and replaced with a MRI conditional device. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 19.5 cm distal to the is-1 connector pin. The distal part of the lead including the lead tip was not returned. The analysis of the lead demonstrated a rubbed through insulation between 18 cm and 19 cm distal to the is-1 connector pin. This damage can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and another implantable device such as a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Further damages i.e. Deformations of the inner conductor coil resulted most likely from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.